Event description:
It was reported that pt lost approximately 1.5 liters of blood during the aaa procedure. Cell saver was used and approximately 1.2 liters was returned to the pt. Pt status following procedure was fine. There was no allegation of product deficiency made by the clinician.